Event description:
Account reported to manufacturer that the physician was using the pronto v3 in a procedure when the v3 got stuck inside of a 6f guide catheter on the second pass through.

Manufacturer narrative:
Account reported the pronto v3 stuck inside of a guide catheter during the second pass-through of a procedure. The device was returned to manufacturer for evaluation and manufacturer's investigation concluded that the probable root cause of the event is the use of high pressure contract injection with the pronto v3. The catheter (stuck inside of a 6f guide catheter) was received by the manufacturer in a condition indicative of high pressure contract injections. Manufacturer's instructions for use for the pronto v3 clearly states in the warnings section, "do not perform high pressure contrast injections around the pronto catheter while using a 6f guide catheter. High pressure contrast injection may damage the pronto catheter, making it difficult to remove from the 6f guide catheter. " additionally, the instructions for use contains the following precaution, "when using a 6f guide catheter, there will be insufficient room to deliver contrast around the pronto catheter."